Manufacturer narrative:
B3-date of event is estimated d6b-date of explant is unknown. A4: patient weight is unknown further information was requested but not available

Event description:
It was reported the ipg was explanted for unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.